Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. On ise line 1, the initial na result was 159.4 mmol/l and the initial cl result was 85.9 mmol/l. The sample was repeated on ise line 2 and the na results were 139 mmol/l, 140 mmol/l, and 140.7 mmol/l, and the cl results were 103 mmol/l and 103 mmol/l. It is unknown if any questionable results were reported outside of the laboratory. The na and cl electrode lot numbers were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the sipper solenoid, decontaminated the ise, and performed an ise check successfully. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.